Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap autosv unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Connector oxide contamination was also found. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
A device was returned to the third-party service center as part of the recall process with no initial complaint. During evaluation of the device, it was found that there was connector oxide and corrosion present in the device. In addition, there was no evidence of visible foam particles found in the device. Lastly, the device has been scrapped.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.